Event description:
A 37-year-old female patient was undergoing a mechanical thrombectomy to remove an occlusion at the right m1 segment. Access was obtained using a zoom tracstar access catheter. A zoom 71 catheter was advanced through the access catheter over a third-party guidewire to the face of the clot. The first pass aspiration was completed without any issues. On the second pass the physician felt resistance as he began to retract the zoom 71 catheter. The zoom 71 catheter broke approximately 8-10 cm from tip. The broken catheter piece was retrieved with a third-party microcatheter and stent retriever. The patient was then stented in the m1 segment due to a vessel dissection that was unrelated to the zoom catheters. The patient was reported to be doing well. Several attempts were made to obtain additional information but were unsuccessful.

Manufacturer narrative:
The zoom 71 was returned separated into distal and proximal catheter segments. Device investigation noted damage which suggests an axial force was applied during the procedure resulting in stretching of shaft materials prior to the device breaking. Kink damage was observed on each zoom 71 catheter segment and tip damage was observed on the distal segment. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications. The exact root cause for the shaft break could not be determined from the device investigation. Based on the limited case information provided, it was noted that resistance was felt during the second pass while aspirating the clot. The zoom IFU provides the following warning related to resistance. "Exercise care when manipulating the device through tortuous anatomy. Do not advance or withdraw the catheters or accessory/adjunctive devices against resistance without careful assessment of the cause under fluoroscopy. If the cause cannot be determined, withdraw all devices as a single unit. Excessive manipulation or torquing the device against resistance may result in damage to the vasculature or the device."

Manufacturer narrative:
Correcting selection d7a from "yes" to "no".